Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient with the balloon deflated due to a water leak on the day of use.

Event description:
It was reported that the catheter fell out of the patient with the balloon deflated due to a water leak on the day of use.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Visual inspection noted one temperature sensing catheter without the original packaging attached to a wrapped sample port with the tamper evident seal intact, and a partially inflated balloon and cut inlet tube was received. Visual evaluation of the sample noted no obvious defects with further testing required. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 70:30. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. The catheter balloon inflated and deflated normally with the use of a syringe so it is within specifications per procedure. The active length of the catheter balloon was measured (0.6815") and found to be within specification (0.60" - 0.90"). A device history record review was not required per the investigation. The instructions for use were found adequate and state the following:"[warnings]1. Method for use(1) do not inflate the balloon in the urethra. [The urethra may be injured.](2) do not pull the catheter hard. [The bladder/urethra may be injuryed.]2. Applicable patientspatients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.][contraindications]1.method for use:(1) do not reuse(2) do not resterilize(3) this device contains 10% povidine-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants.(4) be careful that the catheter is not exposed to ointments, contract medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.](5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]directions for use:1) clean the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics.2) lubricate the catheter shaft with the lubricant jelly.3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon.4) pull the catheter slightly to seat the balloon at the level of the bladder neck.5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered."